Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 165 mg/dl. Customer stated that the down arrow button of the insulin pump was not working all the time. Customer stated that using the down arrow did not allow them to navigate screens. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated that the only one button was not working. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.